Event description:
On (B)(6) 2018 customer contact dario to report she passed out at her desk. User mentioned she had not taken a blood glucose reading earlier that day. Upon passing out, she was awakened by her co-workers and immediately measured her blood glucose. She used three different meters. Initially she took a reading with her dario and received a reading of 89mg/dl. Afterwards she took a reading with her meter at work and it read 38 mg/dl. Lastly, she took an additional reading with another meter which read 39mg/dl. User was then taken to the emergency room. Customer was contacted on numerous occasions to obtain additional details regarding emergency room visit and to request meter back for investigation. User did not respond to follow up attempts.